Manufacturer narrative:
Date of event: exact date unknown, event occurred a turn of new year 2022 additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7078951/7081399.

Event description:
It was reported that the was experiencing pain at the ipg site due battery had migrated. It was also reported that the leads had moved down slightly. No device malfunction was suspected. The patient underwent a lead revision procedure and reposition of the ipg.